Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that last night the patient hardly got any sleep because she was up every hour on the hour to go to the bathroom. The patient said she increased stim and was feeling stim in her "butt area" and this morning she woke up in pain. Patient services reviewed if stim is uncomfortable, the patient should decrease it. It was recommended that they follow up with their healthcare professional to discuss when to change programs. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.